Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. Unable to perform displacement test due to display anomaly. Unit received with cracked case (battery tube) and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damaged. The customer¿s blood glucose level was 4.9 mmol/l. The customer was advised to discontinue the insulin pump and revert to backup plan. The device will be returned for analysis.